Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The patient's blood glucose level was 92 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.